Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws. The device was noted to have the tip of the advancer broken; this condition led to the malformation of six clips. Finally, the instrument locked out as intended. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended.